Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company reprehensive (rep) indicated the event/difficulty occurred on (B)(6) 2019 during normal use. The pump was replaced on (B)(6) 2019 and would be returned. It was reported the motor stall lasted 52 hours at the time of the pump readout prior to surgery to replace the pump. It was noted the patient claimed they had an MRI three weeks prior to the event, but the motor stall recovered then. Diagnostics/troubleshooting performed and interventions/actions taken were noted as ¿not applicable.¿ the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ the patient¿s weight was (B)(6) and medical history was asked and would not be made available (legal/confidential reason). No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp). It was reported that the cause of the motor stall was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 3000mcg/ml fentanyl at 1550.9mcg/day and 9mg/ml bupivacaine 4.6528mg/day via an implantable infusion pump for non-malignant pain. A motor stall was seen at the initial interrogation. The patient did not recently have a MRI. The motor stall was active. There were no electromagnetic interference/magnetic objects present. The hcp redirected the patient to contact the ER to be managed by an emergency doctor. No symptoms were reported. The pump stalled at 07:50 on (B)(6) 2019. No further complications were reported.